Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A surgeon reported that two knives were too blunt to be used during surgery. Patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that an alternate knife was obtained in order to continue the procedure. There was no impact to the patient.

Manufacturer narrative:
Additional information: no actual knife sample has been returned to manufacturing for evaluation, therefore, the condition of the product could not be verified. No lot number was identified with this complaint, therefore lot history and complaint history reviews could not be conducted. A photo of the product was provided with this complaint and reviewed by the investigation site. The photo was of poor resolution and the product could not be seen clearly, therefore no conclusion could be drawn from the photo provided. As no sample was returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. As the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).